Manufacturer narrative:
(B)(4). Concomitant devices - nexgen stemmed precoat tibial plate size 6 catalog #: 00598004702 lot #: 65015233. Report source - foreign: (B)(6). The product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during knee arthroplasty, the surgeon had difficulty inserting the articular surface on the tibial plate. The articular surface was examined and identified to be deformed in the locking area. Another device was used to complete the procedure. No adverse consequences were reported as a result of this malfunction.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The returned device was nicked/gouged on the distal surface of the implant and the locking feature was found to be flared and compressed. The device history records were reviewed and no discrepancies were identified. Damage to the articular surface can occur if the articular surface is not correctly placed and oriented before insertion with the inserter. Detailed instructions of articular surface insertion are provided within the surgical technique. The root cause is attributed to use error. A summary of the investigation was sent to the complainant conveying proper surgical technique and use of the device. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.